Manufacturer narrative:
Additional device product codes are mni, mnh, kwq, and kwp. This report is for two (2) unknown pangea screws. Part and lot numbers are not available for reporting. Without a valid part and lot number, the UDI is unavailable. Therapy date: the exact date of implant is unknown and was reported only as an unknown date in 2011. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision/hardware removal surgery was scheduled for (B)(6) 2017 due to adjacent level disc degeneration and a broken screw. The patient was initially implanted on an unknown date in 2011 with pangea implants from l3-s1 levels. The adjacent level disc degeneration and a broken screw were discovered on an unknown date in 2017. A decision was made to remove the pangea construct and revise the patient with new devices. The broken screw was located at l-5 left and adjacent level disease was located at l-2 level. Concomitant medical products: unknown pangea instrumentation from l3-s1. (Part numbers unknown, lot numbers unknown, qty. Unknown). This report is for two (2) unknown pangea caps which were implanted at l2 level. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for two (2) unknown pangea caps which were implanted at l3 level.